Event description:
It was reported to boston scientific corporation that a capio suture capturing device was used during an uphold placement procedure on (B)(6), 2013. According to the complainant, during the procedure, the suture of one leg got stuck in the needle carrier and the needle dislodged at the time of deployment. The patient was fine after the procedure. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual inspection revealed that the device has no damages. In addition, a mesh was returned with the capio device. One of the needle tips of the mesh was broken and frayed with 5 cm still attached to the dilator. The dart was received separately from mesh and located inside of the capio cage. No other anomalies were noticed on the mesh. The carrier was actuated three times and it extended without any problem. Then it was actuated (deployed) three times with the suture and no anomalies were observed catching the suture. Based on the sample returned, the most probable root cause of this complaint is operational context since the procedural factors probably limited the performance of the device inducing the failure/damage found in the unit.

Event description:
It was reported to boston scientific corporation that a capio suture capturing device was used during an uphold placement procedure on (B)(6) 2013. According to the complainant, during the procedure, the suture of one leg got stuck in the needle carrier and the needle dislodged at the time of deployment. The patient was fine after the procedure. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.